Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient started feeling ill which progress to nausea later in the day. At 4:00 am the following morning, she was taken to the hospital for evaluation where it was determined she was in (B)(6). Her cgm displayed values between 40 mg/dl, 65 mg/dl; however, her bg was 400 mg/dl. She was treated with IV fluids, (B)(6) and released an unspecified amount of time later. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021.

Manufacturer narrative:
(B)(4). B5: describe event or problem: correction to the following statement in the initial MDR: "the sensor was inserted into the arm on (B)(6) 2021."